Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that when they initially thought they were going to get their new ins (their current ins on record that was implanted on (B)(6) 2023), a physician assistant (pa) told the patient the resistance (impedance) was bad but that had been a year before they actually got it replaced because the patient stated they didn't have the funds to pay for the surgery at the time. The patient stated when it came time to have the implant placed on (B)(6) 2023, they told the patient the impedance was good so they used the old lead. Patient stated they didn't know who to believe about the impedance being "bad" first and then "all of a sudden it was good again." Patient services redirected the patient to follow up with their health care provider (hcp) about their concerns. Patient stated they would reach out to their hcp to inquire about getting the lead that would allow them to get a full body MRI. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2tys9); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.